Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the button "3" on the unlock screen became responsive. The customer is unable to unlock the pump. There was no impact to customer's blood glucose level.

Event description:
It was reported that the button "3" on the unlock screen became unresponsive. The customer is unable to unlock the pump. There was no impact to customers` blood glucose level.